Manufacturer narrative:
Isi has not received the white staple 45 reload or stapler 45 instrument for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Isi performed a review of the site's system log for the reported procedure date. It was confirmed that a partial fire occurred. The partial fire occurred with the white stapler reload and was the 3rd overall firing. Completion of the fire was 54.8 percent. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, while the stapler 45 instrument was being fired across the patient's renal vein with a white stapler 45 reload, a partial fire occurred. While there was no harm to the patient, the surgeon placed a clip to the affected vein as a precaution. The surgeon continued to use the stapler 45 instrument during the case with no further issues. However, the cause of the partial fire is unknown.

Event description:
It was reported that during a da vinci assisted partial nephrectomy procedure, the surgeon experienced an incomplete fire while using the stapler 45 instrument with a white stapler 45 reload installed. There was no report of patient harm, adverse outcome or injury. On 03/03/2017 the intuitive surgical, inc. (Isi) received additional information from the isi clinical sales representative (isi) who was present for the planned surgical procedure. According to the csr, after the surgeon fired the stapler 45 instrument with a white reload across the patient's renal vein, the reload partially fired. The surgeon placed a clip to the patient's vessel as a precautionary measure. The csr indicated that this was the first fire across the vessel, but was the 2nd fire from the instrument during the surgical procedure. The csr does not recall if the surgeon refired across the vessel; however, the surgeon continued to use the stapler 45 instrument during the surgical procedure. The planned surgical procedure was completed and there was not patient harm, adverse outcome or injury as a result of the partial fire. According to the csr, there were no observed loose staples or other hard objects in the surgical site when the partial fire occurred and the surgeon did not know what caused or contributed to the reported issue. The affected white reload is not being returned for failure analysis investigations. A video recording of the procedure was provided by the site and was reviewed by an isi clinical developement engineer (cde). The video shows the attempted stapling and transection of a well skeletonized renal vein following typical surgical practice. The stapler was inserted with a loose, fully formed staple stuck on the surface of the white reload. This staple was subsequently transferred to the vein while positioning the stapler 45 instrument, and may possibly have been clamped within the instrument's jaws on the underside of the vein during the clamp/fire sequence. The video is insufficient to confirm whether or not the loose staple was in fact clamped within the jaws of the stapler. A loose staple clamped within the stapler jaws can contribute to a partial fire of the stapler. However, based on the video provided the exact root cause of the partial fire cannot be determined.